Event description:
In 2000 an osteogen device was implanted for a left mid-foot fusion. The patient was in a knee to toe cast and confined to a wheelchair. Approximately four weeks later md noted the broken lead on x-ray. At the end of february the previously healed incision site was reportedly swollen and a portion of the lead was protruding through the skin. Outpatient surgery was performed to remove the device.